Event description:
The tech found a high resistance reading during an electrical safety check. No pt impact.

Manufacturer narrative:
The tech found the power cord was damaged. The tech replaced the power cord to resolve the issue.